Event description:
It was reported that a spectrum pump alarmed upstream occlusion constantly. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an upstream occlusion alarm was not reproduced during upstream occlusion testing at the flow line. A review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition were determined to be an out of specification and failed to calibrate upstream sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.